Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 cubie pocket c-1 failed and system displayed hardware failure error message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer found that the row c on the drawer 4.1 was not on bus. Powered down the station, and the back of the drawer was opened. All cables connected to sub drawer 1 and sub-drawer 2 of drawer 4 were disconnected and reconnected. After reassembling everything and powering the station back on to resolve the issue, diagnostics were run, and all tests were functional with no errors displayed. The system functioned as intended after the field service engineer repaired the device.